Event description:
The dental implant, fx3812mlc, was removed on (B)(6) 2017 due to loss of osseointegration 2 years and 5 months after implantation. The doctor indicated that no findings were observed during the surgery. The patient has medical history of bruxism. The patient need another surgical intervention.